Event description:
Customer stated c-arm intermittent no down vertical lift motion, while pressing down switch. Up switch works okay.

Manufacturer narrative:
Gehc surgery field service engineer detected bad ps3 c-arm power supply. Replaced c-arm ps3 power supply.